Event description:
Additional information received from the consumer patient. The patient stated that there was no "meds in pump. The physician knew about pain pumps, "they should not be allowed to used them." The cause was the physician "let the pump run out the meds that I was to get." It was noted that the physician did it "4 times this year." It was noted that the patient no longer has the physician as their "family doctor." The patient was getting a new pain doctor. The patient noted, "everything ok now."

Event description:
Information was received from a patient who was receiving dilauid (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient stated that in the past year and a half she started detox at 2am because "there's not medicine in the pump", this happened 5 times at 2am, she started seeing her granddaughter running around and she had to call someone, patient stated she was hallucinating. Reportedly the office did not know how to work the pump or set it and the manufacturer should make sure that the health care professionals know how to use the pump. The patient stated that this was just a courtesy call "but evidently you don't want it." Patient stated she was going to the medical safety board. No interventions were mentioned

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.